Event description:
The time of event is unknown. There was no report of patient harm. Water jet tube dirty.

Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the light guide cable buckled, the suction channel buckled, the bending rubber cut, the air tube dirty, the water tube dirty, the lg cable connector disinfections damage, the segment hard to move, the down pulley wire disconnected pulley wire collar, and the up pulley wire disconnected pulley wire collar; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.